Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 600mg/dl and manual injections were administered to address the bg level. A system check was performed and insulin was temporarily observed exiting the infusion set tubing before abruptly stopping. Tandem technical support advised to change the infusion set tubing. The customer stated they were to use manual injections for insulin therapy.